Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Before the patient went to sleep, her cgm was showing 100 mg/dl. On the morning on (B)(6) 2025, her cgm was showing sensor failed replace sensor now. When she was about to insert a new sensor, the patient passed out. She did not feel any symptoms before losing consciousness. Her fiancé called her, but when she didn't respond, he contacted her daughter, who then went to check on her. Her daughter found her unconscious and tried to give her orange juice, but she was unable to drink it. She decided to call 911 immediately without checking her bg. When emts arrived, they checked her bg, which was 42 mg/dl. They gave her oral dextrose in a gel like pouch, and as she started to regain consciousness, they also gave her two glucose tablets. The emts stayed with her for 35 minutes and left once her bg was 127 mg/dl the patient felt fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.